Manufacturer narrative:
Our records indicate that this lead remains implanted. If additional information is received, this report will be updated.

Event description:
Boston scientific crm received information that this right ventricular (rv) lead exhibited a high pacing impedance measurement. All other lead measurements are in the 500 ohms range. Technical services (ts) recommended bringing the patient in and troubleshoot with a programmer. No adverse patient effects were reported. Additional information indicated that there were no out of range measurements seen through the device when it was checked in-clinic the following day. The local field representative indicated that no x-ray was performed and there were no performance allegations reported. The patient will resume normal follow-up visit.